Manufacturer narrative:
User facility personnel reported that a patient's legs were transferred into the stirrups by a surgeon. When the user facility staff attempted to lock the stirrups in place the rod below the handle broke off. This unit is maintained by steris' dealer dta. A dta technician arrived onsite, inspected the unit, and found the unit required replacement. The product is being returned to steris for evaluation. A follow-up MDR will be submitted when additional information becomes available.

Event description:
The user facility reported that when utilizing their bariatric power-lift stirrups the handle detached from the unit.

Manufacturer narrative:
The stirrups were returned to steris for evaluation. The broken rod was identified to be an operating handle used for adjusting the articulation of the unit. The evaluation identified that the handle had sustained impact damage. The user facility was made aware of the proper use and operation of the unit, specifically to avoid impact with other objects which may damage the handle.